Manufacturer narrative:
The reported events of lead dislodgement and noise were not confirmed. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with blood/tissue. Final analysis found the full helix extension length to be within specification and electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.

Event description:
It was reported that the patient presented with noise on the atrial channel. X-ray revealed dislodgement of the lead. The lead was explanted and replaced. The patient was stable.